Manufacturer narrative:
The customer did not request service for the system. The serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported events could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a laser assisted cataract surgery, a patient experienced a posterior capsule tear, in the right eye, during phacoemulsification. A vitrectomy was performed. The patient was left aphakic and referred to a retinal specialist. The surgeon indicated the laser portion of the case was successfully and without incident. The cause of the event is unknown.